Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump was not working. Customer's blood glucose value was 207 mg/dl at the time of the incident and current blood glucose was 525 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose since knows the pump was not working at all. The customer was treated with manual injection. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.